Manufacturer narrative:
The reported issue was unconfirmed. Received 1 silicone catheter with drainage bag. Per visual inspection no defects were found. Per functional evaluation, the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, and no leakage on the catheter balloon was found. Then, the catheter was left for 10 minutes, and no leakage on the balloon was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ (B)(4).

Event description:
It was reported that the balloon on the catheter was not inflating properly. Pressure was needed to deflate the balloon. The balloon was not pretested. Only 1 ml of water was able to be placed in the balloon, and 1 ml of water was removed from the balloon when trying to deflate. The pressure applied to the balloon was finger pressure on each side of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon on the catheter was not inflating properly. Pressure was needed to deflate the balloon. The balloon was not pretested. Only 1 ml of water was able to be placed in the balloon and 1 ml of water was removed from the balloon when trying to deflate. The pressure applied to the balloon was finger pressure on each side of the balloon.

Manufacturer narrative:
The reported issue was confirmed. Received 1 silicone catheter with drainage bag. Per visual inspection no defects were found. Per functional evaluation, the catheter balloon was inflated with air and deflated with problems. Then, the catheter balloon was inflated with 10cc of a tap water and blue methylene mix using a syringe and felt the water flow very slow. After, the catheter tried to deflate using a syringe but felt difficult to deflate the balloon. The balloon was cut and found the notch incompletely perforated, the flash is added to the shaft the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ (B)(4).

Event description:
It was reported that the balloon on the catheter was not inflating properly. Pressure was needed to deflate the balloon. The balloon was not pretested. Only 1 ml of water was able to be placed in the balloon, and 1 ml of water was removed from the balloon when trying to deflate. The pressure applied to the balloon was finger pressure on each side of the balloon.